Event description:
Procedure: esophagectomy/gastric tube. According to the reporter: at the 4th exchange of the cartridge, it was hard to load, but it was loaded "by force", and it could. When it was fired, the device stopped around 45mm cut mark. The user then "returned" the black return knob, but cartridge disengaged from the instrument, and is locked on the tissue. The user then returned the clamp cover to loosen the tip of device, and removed it without damage. This took about 30 minutes to remove. The surgeon then used another device, and the procedure was completed. There was no report of bleeding or patient injury.